Event description:
It was reported that the patients battery was no longer working. It was also reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and had adequate coverage postoperatively with no complications noted. The explanted device was discarded per facility and physician.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.